Manufacturer narrative:
MFR's report date: 02/28//2011. (B)(4). The customer's experience of a disconnection between the female luer adaptor and the clear male luer was confirmed. Only the female luer adaptor was received attached to a 10ml terumo luer lock syringe; the clear lower portion had snapped off and was not returned for investigation. Root cause could not be identified.

Event description:
The user reported that when they disconnected the terumo luer lock system from the smartsite following a bolus injection of antibiotic, the smartsite snapped. Valve had been in place for 72 hours. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.